Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened sample noted one suture and one needle. It was observed, under magnification, that the suture appeared to have split under tension. The visual inspection and functional evaluation of the sealed sample had acceptable result. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endarterectomy, while they were creating an anastomosis using a running technique in suturing, the suture broke easily. Running down the knot was difficult, the device was used twice during the procedure. The anastomosis made with the suture on the back of artery broke. The patient loss more than 500 cc of blood and got 2, 5l of external blood. The time of the procedure was extended more than 30 minutes. Another anastomosis was done, running technique was performed to repair, with the same type of suture with the same product ID and lot no. A single stitch technique interrupted was used without issue

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endarterectomy, while they were creating an anastomosis using a running technique in suturing, the suture broke easily. Running down the knot was difficult, the device was used twice during the procedure. The anastomosis made with the suture on the back of artery broke. The patient loss more than 500 cc of blood and got two 5 liters of external blood. The time of the procedure was extended more than 30 minutes. Another anastomosis was done, running technique was performed to repair and the same type of suture was used but they used single stitch, interrupted.